Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a missing display window cover and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, active current measurement and self test. However, the insulin pump failed the sleep current measurement due to a problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had low battery warning at least 8 hours before change battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.